Event description:
It was reported that during a stenting treatment procedure a catheter shaft fracture occurred. The lesion was located at the right coronary artery. A 2.75x16mm promus element drug eluting stent was advanced and breaks on the shaft were noticed. The procedure was not completed due to this event. There were no reported patient complications and the patient status is stable.

Event description:
It was reported that during a stenting treatment procedure a catheter shaft fracture occurred.the lesion was located at the right coronary artery. A 2.75x16mm promus element drug eluting stent was advanced and breaks on the shaft were noticed. The procedure was not completed due to this event. There were no reported patient complications and the patient status is stable.

Manufacturer narrative:
Device is a combination product.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the hypotube. The break was located at 24.4cm distal to the strain relief. Both sections of the hypotube break were kinked. No issues were noted with the profiles of the crimped stent balloon and tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/ or procedural factors. (B)(4).